Event description:
It was reported that this right ventricular lead exhibited high within range pacing impedance measurements. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported. Additional information was received that this lead exhibited high out of range pace impedance measurements and noise. Further evaluation was recommended by technical services (ts). This lead remains in service. No adverse patient effects were reported.